Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "upon insertion of the guidewire the inserter went to slide the glide thru sheath on to the wire when he felt a "notch" on the side of the plastic sheath. At that point he had to open a stand alone sheath to use."

Event description:
It was reported that: "upon insertion of the guidewire the inserter went to slide the glide thru sheath on to the wire when he felt a "notch" on the side of the plastic sheath. At that point he had to open a stand alone sheath to use."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The complaint of peel-away sheath body damaged was able to be confirmed by the photo. The photo revealed that the sheath body was crimped/deformed on one blue score line. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm , vessel perforation, bleeding, or component damage." The complaint of peel-away sheath body damaged was able to be confirmed by the photo. The photo revealed that the sheath body was crimped/deformed on one blue score line. Based on the customer report and photo, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further evaluate the issue. Teleflex will continue to monitor and trend on reports of this nature.